Event description:
Received an electronic report of patient reactions from a hemodialysis user facility. The clinic was contacted and a verbal intial report was received that stated that the s ymptoms were dyspnea, back pain, and chest pain and that the patient was sent to the hospital. Additional information on this event identified that the symptoms occurred 30 minutes into the dialysis therapy. The symptoms were shortness of breath unchanged from baseline, vomiting, hypotension and then a loss of consciousness. The bp was 95/33 at the oonset of the symptoms. The staff gave a saline bolus, reinfused the blood, and gave an IV dose of 23.4% naci IV. The patient was then transferred to the ER for filter reaction. There is a companion sample available for an evaluation. The patient continues hemodialysis an an outpatient with use of a different dialyzer. The patient does take digoxin o.125 daily.